Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair is trashed and was wanting a quote for the crossbrace.